Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the anchor broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update avoe (B)(6) 2025 it was confirmed that the failure occurred during a rotator cuff repair surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is not confirmed. -visual inspection noted that the anchor, the eyelet, and the sutures returned did not have any visual issues. -functional testing was performed and sleeve worked as required. The method of bone preparation and the quality of the bone encountered were not specified. No problem found. -refer to investigation photos. -complaint allegation is not confirmed.